Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
As per sales rep, surgeon was performing reaming with a stryker tool. The instrument broke near the attachment.